Event description:
It was reported that the patient experienced no stimulation sensation. The patient felt a little stimulation if they tilt their head back, but there is no stimulation if tilting it forward, leading to an increase in baseline pain. There was no known accident or incident related to this complaint. The physician had to activate more electrodes for the patient to have pain relief, and the patient had to recharge every three days. It was also reported that the patient saw a warning screen with the speaker and battery in the top row and a battery with a diagonal line through it on the bottom row. It was later reported that positional changes no longer resulted in stimulation, and the patient was miserable since the loss of stimulation and therapy. Impedance measurements were normal except for contacts 14 and 15, which were both above 3600 ohms. The patient had regularly been programmed as high as 9v and 10.5v and the patient may have adjusted to the stimulation.

Manufacturer narrative:
(B)(4).